Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a battery level jump from zero to full when connected to the supplied charger and then depleted within approximately one day off the charger, consistent with a premature battery discharge in the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.